Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, unit is freezing up mid-procedure. They would have to restart it couple times for it to stop freezing. Unit has now cut off randomly several times. No other information was provided.

Event description:
It was reported by the customer, unit is freezing up mid-procedure. They would have to restart it couple times for it to stop freezing. Unit has now cut off randomly several times. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is freezing up mid-procedure was confirmed. The unit is freezing up intermittently the problem is traced to the gt-probe in addition when the probe cable is moved at the probe end a dark spot was noticed on the image.